Event description:
The customer reported that it was noticed pre-procedure that the endoscopic image was blurry. There was no clinical impact reported due to the event. The subject device was sent to an olympus service center for evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the following are the probable causes of the event; however, a definitive root cause could not be determined: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information: please read before use. Warnings and cautions. During the device evaluation, service found the distal end adhesive was worn. The colored ring on the aspiration housing was damaged. The up/down angle and left/right angle had play and were out of specification. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.